Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The home patient (hp) had already disconnected hours ago. The cg had no idea what was going on when they got home the hp just started closing clamps. The technical service representative (tsr) explained the alarm and advised to contact their nurse. The tsr explained a se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.